Event description:
Reportedly, during use, dialysis was stopped due to air in the blood circuit. A decision was made to start dialysis again by turning the blood pump manually (small quantity of air, necessary to give blood back to patient ++). After 3 turns, the venous pressure dome reportedly ruptured and there was projection of blood. There was no injury or death reported in connection to this complaint although the patient allegedly suffered some blood loss, and the nurse was purportedly exposed to blood.

Manufacturer narrative:
Device was not returned for evaluation.